Manufacturer narrative:
Product complaint number: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: what is the lot number? Rhbekr. When was the needle detached/pulled off from the suture (in the package, during removal from package, during handling or during use on the patient)? During handling on the patient. Was there any adverse consequence associated with the patient? No. Device return status: shipping soon. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related to: 2210968-2021-12353.

Event description:
It was reported that a patient underwent a gastric bypass procedure on (B)(6) 2021 and suture was used. During the procedure, two sutures had needles pop off. They were retrieved. There were no patient consequences reported. Additional information was requested.